Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded ,which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that during an unrelated procedure, an insulation anomaly was seen on the atrial lead. The lead was capped and replaced. The patient was in good condition.